Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. No unexpected failed battery test noted. The insulin pump had a cracked case at display window corners, battery tube threads, belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery and had a blank display two days prior. Customer was assisted with troubleshooting for failed battery test. Customer's blood glucose level was unknown at the time of incident. Customer stated that they left the insulin pump for hours and the display returned. Customer stated that they received another failed battery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.